Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported the customer's adc meter had missing segments and pixels and that "the fragments on the meter screen are not lit". Customer experienced symptoms described as "atherosclerosis, lack of awareness, lack of association of facts" and was taken to a hospital where he was diagnosed hyperglycemia and presumed to be treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.